Event description:
It was reported during a percutaneous transluminal coronary angioplasty procedure resistance was met while withdrawing a balloon catheter over the guidewire. The entire system was removed as a unit. Upon removal, it was noted the guidewire has separated. The separated portion was retrieved. No pt injury was reported.